Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance issue. This lead was never in use. A new lead of the same model. Was placed. No adverse patient effects were reported.